Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. . Additional 510k: k901449.

Event description:
It was reported during use of the bd vacutainer® sodium fluoride blood collection tubes the ¿customer found over 50% tubes had issue of hemolysis. After training, customer draw blood with standard process, still came out issue of hemolysis.¿ there was no report of injury or further medical intervention.